Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the helix of the lead was tested outside of the body prior to implant and required greater than twenty rotations to extend and retract. This occurred on two consecutive occasions. The helix extension was a sudden movement rather than smooth. The lead was not implanted. No patient complications have been reported as a result of this event.